Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a bronchoscopy procedure. According to the complainant, after a few biopsy samples had been taken, the needle broke and fell off into the patient's airway. The needle was able to be retrieved. Another tban device was used to complete the procedure. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a bronchoscopy procedure. According to the complainant, after a few biopsy samples had been taken, the needle broke and fell off into the patient's airway. The needle was able to be retrieved. Another tban device was used to complete the procedure. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.